Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Customer¿s blood glucose level was 565 mg/dl. Elevated blood glucose was address with manual injection and correction bolus via the pump. Tandem customer technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting.